Manufacturer narrative:
Received 1 used arcticgel pad kit with the inner packaging. During visual evaluation, the pads were reviewed and found to have the trim pattern correctly performed, the plastic tube was found completely assembled covering the total of clamping rings on the plastic connector and manifold connector, the foam was found free of damages, tears or perforations, the seal between manifold connector and pads were found completed sealed, the connectors were verify that find correctly assembled with tube (the shortest tube were found that made match the positive mark (+) and the white plastic connector strip. The longest tube was found that made match the negative mark (-) and the blue plastic connector strip.) The pads were visually inspection for damages, the right thigh and both chest energy connectors appeared to be damaged, the pads were inspected and saw that they had been properly sealed. No manufacturing issues related were noted during the visual evaluation of the pads returned. The pad was submitted to the flow rate test with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 during 10 minutes, see details below: * left chest pad: the flow rate was not stabilized due the energy connecter was found damaged and hear air leak. * left thigh pad: a total of 4.45 l/min m2 of flow rate was registered during the test. * right chest pad: a total of 5.73 l/min m2 of flow rate was registered during the test. * right thigh pad: the flow rate was not stabilized due the energy connecter was found damaged and hear air leak. The flow rates were found to be unacceptable for the left chest pad and right thigh pad, the flow rate was not stabilized due the energy connecters were found damaged, the others pads the flow rate were acceptable. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿ attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a flow of 0 lpm. The nurses had already swapped arctic sun devices, leaving the same pads on the patient. The flow rate continued to be an issue. The patient temperature at the time of the call was 34.9 c with a target temperature of 36 c. The water temperature was 11.4 c with a flow rate of 0 lpm. She also stated that there was a temperature alarm. The patient had gone to CT this morning and everything had been working appropriately before that. A review of the event log revealed an alert 01 and 02. The nurse then put the device into manual mode with no pads attached. The flow rate (fr) was 1.8 lpm, inlet pressure (ip) = -7, and the circulation pump (cp) = 49%. The nurse then connected the right chest pad and the fr = 1.6 l/min, ip = -1.4, and the cp=100%. She disconnected the right chest pad and connected the left chest pad: fr=1.7 l/min, ip= -1.9, cp=100%. She then moved the left chest pad to another valve set: fr= 1.8 l/min, ip= -2.7, cp=100%. She disconnected this pad and connected the left thigh pad: fr= 0.5 l/min, ip= -7.2, cp= 34%. She disconnected the left thigh pad and connected the right thigh pad: fr= 0 l/min, ip= -0.5, cp=100%. At that point the nurse replaced the pads with a new set of pads. After one hour therapy was back on target and there was a good flow rate. The therapy then resumed without further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a flow of 0lpm. The nurses had already swapped arctic sun devices, leaving the same pads on the patient. The flow rate continued to be an issue. The patient temperature at the time of the call was 34.9c with a target temperature of 36c. The water temperature was 11.4c with a flow rate of 0lpm. She also stated that there was a temperature alarm. The patient had gone to (B)(6) this morning and everything had been working appropriately before that. A review of the event log revealed an alert 01 and 02. The nurse then put the device into manual mode with no pads attached. The flow rate (fr) was 1.8lpm, inlet pressure (ip) = -7, and the circulation pump (cp) = 49%. The nurse then connected the right chest pad and the fr = 1.6l/min, ip = -1.4, and the cp=100%. She disconnected the right chest pad and connected the left chest pad: fr=1.7l/min, ip= -1.9, cp=100%. She then moved the left chest pad to another valve set: fr= 1.8l/min, ip= -2.7, cp=100%. She disconnected this pad and connected the left thigh pad: fr= 0.5l/min, ip= -7.2, cp= 34%. She disconnected the left thigh pad and connected the right thigh pad: fr= 0l/min, ip= -0.5, cp=100%. At that point the nurse replaced the pads with a new set of pads. After one hour therapy was back on target and there was a good flow rate. The therapy then resumed without further issues.